Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose and keypad anomaly. Customer's blood glucose reading was in the 400 mg/dl range. Troubleshooting for keypad anomaly was performed. Customer advised the up arrow button made a clicking noise and blood came out of their site. Customer advised during a bolus attempt the numbers did not ramp up on their own. Customer advised the act button was unresponsive when pressed and it was sticking as well. Customer removed the battery for 5 minutes and replaced the old battery with a new battery. Customer advised they would call back if issues persist.